Event description:
It was reported that the patient experienced intermittent dizziness and palpitations beginning (B)(6) 2024. The electrocardiograms showed intermittent bradycardia with heart rate as low as 42 bpm with an unstable heart rate. Intermittent atrial and ventricular failure to capture was observed. A test was conducted to obtain atrial and ventricular capture and parameters. Though the physician initially suspected an issue with the leads, all lead parameters were normal and within range. The physician suspected the problem was with the pacemaker. The pacemaker was explanted and replaced. 100% pacing was observed after pacemaker replacement. The patient was stable. The leads remained implanted. No other issues were found.

Manufacturer narrative:
The reported event of a capture issue was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, capture tests, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.